Event description:
Customer called to report the insulin pump alarmed during the rewind process and insulin was squirting out. Blood glucose reading wasn't known at the time of the call. Troubleshooting was performed. Found that the drive support cap was protruded. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with slightly protruded drive support disk. The insulin pump has minor scratches on lcd window. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33 and displacement tests. No a33 alarm noted.